Manufacturer narrative:
The lot 16e031 was manufactured(B)(6) 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was subsequently performed and passed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion of 79.7ml of fluorouracil and 160.3ml of sodium chloride. At the end of infusion there was 120ml remaining in the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.